Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels of 13 mg/dl. Troubleshooting was performed and the insulin pump passed the displacement test as well as the self-test. The insulin pump was programmed correctly. Nothing further was reported.